Event description:
A doctor's office alleged that the maxcem elite clear cement did not set up and a patient had experienced the loss of a restoration.

Manufacturer narrative:
A visual and physical evaluation was performed on the returned product, yielding results within specifications.

Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The office could not recall patient or incident details; however, the office reported that the patient had retrieved the crown. The crown was cleaned out and re-cemented using a different product, without further incident. To date, the patient is doing fine. The product was not returned; therefore, a visual and physical evaluation were performed on a retained sample from the same lot, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints have been received with regard to this lot.